Manufacturer narrative:
This report is submitted on may 17, 2021.

Event description:
Per the clinic, the device was explanted on april 07, 2021 due to infection and poor device performance. The patient has not been reimplanted with a new device as of this report.